Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging when the pump was exposed outside it would get hot and then the display would be blank, the keypad was unresponsive and there were no audible tones. The reporter also stated after the patient went back into the house, approximately an hour later, the pump cooled off, the pump's display was visible and then the pump functioned normally. There was no indication that the pump lost power since the time and date did not have to be verified on the pump's display screen. There was no indication that the product caused or contributed to an adverse event. The reported issue was not resolved with troubleshooting. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the issue with the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: a call service (cs) 069 alarm occurred when the pump was powered on. The pump was unable to recover from the cs 069 after reboot; therefore, the remaining steps were unable to be completed. The cs 069 failure was written as cs 087 failure in the black box. A component failure was found on the printed circuit board. The display was observed to be clear and legible; the flex was fully seated in the connector with no damage observed. The audible alarm was operational. The keypad cover was intact; all buttons were responsive to button presses. The keypad cover was removed; there was no contamination found under the contacts. Unrelated to the complaint, the battery compartment was observed to be cracked above and below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.